Manufacturer narrative:
A1 patient identifier: the complete sample ID is (B)(6) (ID exceeded the number of characters allowed). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21 / -31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result for one patient sample. The customer was unable to provide the patient¿s clinical history. The following data was provided: on (B)(6) 2023, sid (B)(6): initial result = 146.81 u/ml; repeat on another analyzer = 2.54 u/ml / other testing performed: cea result = 2.44 ng/ml there was no impact to patient management reported.

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result for one patient sample. The customer was unable to provide the patient¿s clinical history. The following data was provided: on 20jun2023, sid (B)(6): initial result = 146.81 u/ml; repeat on another analyzer = 2.54 u/ml / other testing performed: cea result = 2.44 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. A ticket search for lot 46238fp00 did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending did not identify any related trends for the product for the issue. A device history review was performed on lot 46238fp00 which did not show any non-conformances, deviations, or potential non-conformances. A review of historical performance of reagent lot 46238fp00 was evaluated using worldwide data for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 46238fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 46238fp00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I ca 19-9xr reagent lot 46238fp00.